Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, atrial impedance drops over the last year and brief episodes of noise were noted on the right atrial lead. All other parameters were stable. No additional information was reported.